Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door failed to open. The customer stated that there was a delay to the patientcare workflow since they managed to get the medication from other resources. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the tower door failed to open. A field service engineer confirmed that customer resolved the issue. The system functioned as intended after the customer resolved the issue.